Manufacturer narrative:
Service in the field was performed on january 29, 2015. The replaced cpu pcb was not returned to the manufacturer.

Event description:
It was reported that during a procedure the laser would not stay in stand-by. The physician was unable to complete the surgery and the surgery was rescheduled. No injury to the patient/user reported.

Manufacturer narrative:
The reported console issue was not able to be duplicated; however, it was suspected that the cpu pcb needed to be replaced. The cpu pcb was replaced and the system was tested and verified to specification.